Manufacturer narrative:
One kangaroo epump was received for investigation with a customer complaint of ¿not alarming and giving an error¿. The issue of "not alarming" could not be confirmed. A separate issue was found with the pump; the display was missing pixels and had dark spots. The unit was also giving error 17/125 due to a dirty ultrasonic sensor housing. The unit was able to power up and the led¿s illuminated and the tones were audible. The screen was clear and legible with the exception of the rightmost column of pixels being completely inactive. The display also had slightly dark spots. Recertification test was run and gave error 17/125. The ultrasonic sensor area was cleaned with 70% isopropyl alcohol and the unit was able to pass a subsequent test. Internal inspection revealed a slight amount of corrosion on the component y1 and on the backside of the j6 solder connection. The unit has been repaired, and recertified per procedure. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit is not alarming and is giving an error. Upon triage on 23-feb-2018, the service technician found that a portion of the display was not legible.